Event description:
According to the reporter: occurred during a laparoscopic roux-en-y. While firing on the jejunojenostomy and pouch, there appeared to be more bleeding than the surgeon was used to experiencing. To resolve the issue, the surgeon clipped the staple line. It appears more staple line bleeding to the surgeon. The blood loss did not exceed 500cc or more. The surgeon continued to use mulu. No known impact or consequence to patient. The patients current status is good at home.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted a staple line with a strand of tissue hanging from it. Functional testing could not be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.